Event description:
During a follow-up, it was noted that the battery of the device had been depleting rapidly. Premature battery depletion was suspected. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
Additional information: the reported event of premature battery depletion could not be confirmed in the lab. Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and revealed the battery depletion was normal based on the device usage. The cause of the field event remains undetermined.